Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to main board. The main board will be replaced to resolve the report once the repair estimate has been approved. The device will be recertified and returned to the customer. Analysis for report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.